Event description:
Device malfunction: balloon burst at 12 atm., time of malfunction: during inflation of the balloon (during procedure), symptoms/ae: arterial occlusion requiring surgical intervention, time of symptoms/ae: post-procedure. It was reported that during a procedure involving an instent restenosis of the mesenteric artery, the viatrac 14 plus pta balloon was inserted into the restenosis, inflated to 12 atm by using an abbott indeflator 20/30 and the balloon ruptured. An attempt was made to remove the balloon, strong resistance was felt, and then a part of the balloon detached and cut off circulation. An attempt was made to remove the balloon particle with forceps, with no success. An additional herculink plus stent was successfully implanted into the restenosis. However, the portion of the balloon that remained in the artery occluded the artery, so the physician decided to transfer the patient to surgery for removal of the balloon particle. No additional information is available.

Manufacturer narrative:
Quality assurance analysis of the device revealed that the viatrac plus was returned with dried blood and contrast in the shaft and balloon portion. The balloon had a radial rupture and only 5 mm of the proximal balloon taper were intact. There were no signs of scratches near the rupture visible with the naked eye. The distal portion of the balloon was not returned. The inner guidewire lumen appeared to be necked down or stretched distal to the proximal balloon taper. The distal and proximal balloon marker bands were no longer on the guidewire lumen and not returned with the device. The tip of the catheter was separated from the guidewire lumen and not returned with the device. The rx notch was ripped distally 3.5mm. There was no other damage observed. Quality assurance compared the returned viatrac plus to a control unit. The distal inner guidewire lumen was stretched an additional 6.5 cm in length from the proximal balloon taper. A .014 guidewire was backloaded through the stretched guidewire lumen and some slight resistance was felt; however, the guidewire backloaded fully through and exited the rx notch. The device was sent to sem for further analysis of the balloon rupture. Quality engineering reviewed the incident information and the analysis of the returned device. It was reported that: "herculink plus implantation in the mesenteric artery ostium-stenosis 6 months ago, instent-restenoses in mesenteric-artery (sma), brachial access with a terumo sheath 6f-90cm, passage of the instent-restenosis with an .014i-300cm roadrunner-guide wire from cook, insertion of the viatrac 14 plus pta balloon into the restenosis, dilation of the balloon with 12 atm by using a guidant indeflator 20/30, the ballon burst circular. The physician tried to remove the balloon, but he had strong resistance, then a big part of the balloon cut off and remained in the patient. The balloon burst and cut off circular. The physician tried to remove the balloon particle with forceps, no success, then he implanted an additional herculink plus stent 6x18-135 successful into the restenosis. However, the part of the balloon that remained in the artery occluded the artery, so the physician decided to transfer the patient to the surgeon for removing the balloon particle." The remaining portion of the balloon catheter (from the luer to 5 mm distal of the proximal balloon seal) was returned to the lab for analysis. The distal end (approximately 90% of the balloon including the catheter tip) of the balloon was not returned. There were no signs of scratches visible to the naked eye. The inner guide wire lumen appeared to be necked down and was stretched as compared to a control sample device. The distal and proximal balloon markers were no longer on the guidewire lumen and were not returned. The rx exit notch was ripped distally 3.5 mm. The missing balloon portion (the part that required surgery) was not returned and most likely would have contributed information regarding the root cause for this incident. Without this missing part, quality engineering was unable to determine the specific root cause. It is known that the balloon burst and that some part of the balloon got stuck in the 90% instent restenosis, which was heavily calcified. In an attempt to withdraw the catheter the inner guidewire lumen was stretched until it separated and the balloon ripped/torn free from its proximal base. It is not known exactly where the balloon burst itself was located, which may have been on the missing portion of the balloon. The most probable cause for the balloon burst is 90% instent restenosis, which was heavily calcified. Most likely the balloon material got caught on the restenosed stent and was then torn into two distinct sections, the one returned and the missing one respectively. The lot history record been reviewed and no non-conformances were noted. A sample size of four (4) devices, from this lot, was visually, dimensionally, and functionally inspected/tested and all samples passed. In particular, all four (4) samples passed the "balloon rupture" test with pressures far exceeding the minimum rupture of 206 psi or 14 atms. The balloon, in this case, was inflated to 12 atms and then burst. The returned catheter was sent to sem for further analysis. The sem results are: the balloon failure may be attributed to mechanical damage to the outer diameter surface of the balloon. The inner guidewire lumen separation was due to tensile overload. Quality engineering was unable to determine a specific root cause for this incident. At 12 atms, the balloon is basically inflated to its nominal size and most probably burst when its outer surface came in contact with either the in-stent struts or calcifications therein while dilating a 90% stenosed lesion. As part of manufacturing quality process, all dilatation balloon catheters are inspected during the final inspection to ensure the device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. The current quality plan contains several levels of inspection control. All balloon catheters are visually inspected pressure tested prior to packaging. In addition, samples from each manufacturing lot are tested to failure to verify their lumen integrity and tensile strength in the catheter system. This case is considered closed by the quality assurance department.